Manufacturer narrative:
Additional information provided: b.5. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that in the mslc¿s emergency department is experiencing leaking at the hub attachment on some of the smartsites.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that tubing was leaking. Thee was no information in regards patient impact.